Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic from the jaws broke off into the patient and pa was able to retrieve. The hospital did not report any patient effects.

Manufacturer narrative:
Outcome attributed to ae. Internal complaint number: tw (B)(4). Autonumber : # cs-cpl-(B)(4). A lot history record review was completed for lots 25136888, 25137343, and 25139153 the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s recorded in the lot history.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic from the jaws broke off into the patient and pa was able to retrieve. The hospital did not report any patient effects.